Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of a distal aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu282820j at proximal, tgu343415j at distal). The endoprostheses were implanted distal to previously implanted graft (elephant trunk). The procedure was concluded with no reported issues. The patient tolerated the procedure. On (B)(6) 2016, follow-up computed tomography (CT) imaging showed the dilation of the distal neck. No endoleak was reported. On (B)(6) 2016, a conformable gore® tag® thoracic endoprosthesis (tgu343420j) was additionally implanted to extend the tgu343415j. The procedure was concluded with no reported issues. The patient tolerated the procedure.